Event description:
It was reported that the patient had an atrial appendage revision and an atrial biopsy where cautery could have been used. During recovery, the patient's heart rate fell to 40 beats per minute (bpm). She had an int rinsic rate of 75 bpm prior. The pulse generator could not be interrogated and the magnet rate could not be retrieved. In 2008, the device showed greater than 60 months to elective replacement indicator. The pulse generator was replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.